Manufacturer narrative:
Alleged cosmetic damage was confirmed where minor scratched lcd window was noted. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Pump error (variable=15) (line number 147 file number 2017) alarms confirmed in the pump history files due to severe moisture damage on the electronic assemblies. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cracked pump screen. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. Customer reported pump was dropped/bumped and/or pump was possible physical or cosmetic damage. No harm requiring medical intervention was reported. The customer will discontinue to use the device, mmt-1884 was requested for return and the customer was returned the device.